Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37714 pain stim ipg, implanted: (B)(6) 2013; 1058t86 st. Jude lead, implanted: (B)(6) 2007; 4076 lead, implanted: (B)(6) 2007; 6949-58 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
The patient reported that the device "went off/shocked". Follow up was unable to obtain any additional information. The device remains in use. No patient complications have been reported as a result of this event.